Event description:
Report received from the (B)(6), stating that the device had low power. The device was not being used during surgery. It is unk if there was any injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).